Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel. It was noted that isometrics and pocket manipulation were performed, and the impedances were normal. The health care professional (hcp) was unable to reproduce the out of range impedance. Technical services (ts) provided potential causes and troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel. It was noted that isometrics and pocket manipulation were performed, and the impedances were normal. The health care professional (hcp) was unable to reproduce the out of range impedance. Technical services (ts) provided potential causes and troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel. It was noted that isometrics and pocket manipulation were performed, and the impedances were normal. The health care professional (hcp) was unable to reproduce the out of range impedance. Technical services (ts) provided potential causes and troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel. It was noted that isometrics and pocket manipulation were performed, and the impedances were normal. The health care professional (hcp) was unable to reproduce the out of range impedance. Technical services (ts) provided potential causes and troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.